Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the paper packaging that is torn off from the plastic tub - as the first sterile layer in which the product (set) is stored, was connected/glued to another layer of paper protection - second sterile layer. This brought down the double sterile protection at once.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that the paper packaging that is torn off from the plastic tub - as the first sterile layer in which the product (set) is stored, was connected/glued to another layer of paper protection - second sterile layer. This brought down the double sterile protection at once. Customer is concerned about sterility of the packaging. Based on the provided photographical evidence, the reported failure could be confirmed. Laboratory investigation is not required due to sterility concern since the sterile barrier has already been broken by peeling off the tyvek. However, further investigation by recreating similar failure in production was performed in getinge cp antalya. Based on the investigation results, exact root cause could not be determined. The issue was occurred for the first time in 4 years trend search related to the specific custom tubing set. Getinge cp antalya investigated this isolated case particularly. Investigation result shows that this configuration occurs due to the simultaneous effects of more than one factors. Results declaims that the volume of the components within the bo-hqv 129100 might affect the seperators intended position in addition with an oversight of its anticipated location. Based on these, the probable cause could be related with:- the separator may have been placed at a higher distance than the intended position due to the volume of the components, which may have caused the tyvek to contact the separator more than necessary and the adhesion due to the hear provided by the nature of the device. - the operator may have overlooked the separator height. However, this root cause could not be confirmed. The production history records (dhrs) of the affected bo-hqv 129100 with lot# 3000370881 was reviewed on 2024-07-23. According to the DHR results, the product bo-hqv 129100 passed the defined manufacturing and final release specifications. The reported failure is covered in basic operation procedure closure of trays. Further, getinge cp antalya has individual packaging visuals which created for each unique set, documented within tubing set packaging template forms according to ctp packaging picture creation and approval instruction. Packaging templates are used in the production as a guidance in addition to related bops and determines the exact positionings of components. Based on this information, bo-hqv 129100 has its own packaging guidance that shows the particular steps to eliminate possible compromising failures. Documents are sufficient to guide properly production employee. Interlayer cartons are covered the sterilization properties: eo sterilization acc. En iso 11135:2014 (iso 11135:2014) requirements according to upgrade of the worst case product for sterilization validation purposes, evaluated and documented in dms# 2286751 component evaluation file tubing sets v30. This file covers all components of customized tubing sets and standard tubing sets by identify the master representative product to represent the most difficult-to-sterilize location and the most difficult one for eo degassing of mcp product portfolio defined in each quality plan. Interlayer cartons that used within the pack are covering the selection worst case component requirements with the characteristics: the greatest thickness is 6.84 mm and grammage 780 g/m². Additionally, ssu has been notified to inform the customer on intended use of the material and suggested to not use the product in case of any doubt of sterility and raise a new complaint. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.